Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The device was received inoperable due to system error 105 caused by a failed motor (flex). The motor assembly was replaced.

Event description:
The customer requested that the device serial number (B)(4) be returned for servicing. The customer could not provide a reported symptom or any additional information regarding pt involvement. No pt injury was reported. The reported symptom was determined to be a system error 105 when the device was received.